Manufacturer narrative:
Unit received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, belt clip slot, and battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was sleeping. Customer's blood glucose level was 60 m/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.